Event description:
A radial jaw was used for a diagnostic bronochoscopy. During the procedure, one of the forceps opened in the wrong direction as the result of a broken pull wire. The procedure was completed with another device.